Event description:
Reported one false positive result on quickvue sars antigen test. Patient was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.